Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called back in response to three attempts made to contact him regarding the hospitalization. The customer stated that he had trouble with the infusion sets in the first few months. The caller stated that since he is using different infusion set his blood glucose has been better. No further information was provided.